Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in doing so, and there was no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue reoccurred, which the caller acknowledged and understood.